Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was cardiovascular disease, coronary artery occlusion, acute ammonia, and diabetic ketoacidosis. The caller stated that the customer had cardiovascular disease, coronary artery issues, and ammonia that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer had lows that went down to 105 mg/dl, highs of up to 180 mg/dl, and average of 149 mg/dl. The customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was using sensors, but the caller was unsure if it was in use at the time of the event. The customer was found passed away after a week and a day without contact on (B)(6) 2018. The customer was last seen at the office on (B)(6) 2018. The customer lived alone. The customer had received an insulin flow blocked alarm on a thursday and the day before that they got a low reservoir alert. The caller did not receive the pump till (B)(6) 2018. The caller received a power loss and the watchdog test failed during self test alarms after inserting a battery into the pump. The caller declined to return the insulin pump for analysis as they wanted to donate it.